Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient that underwent hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2012. The revision surgery occured because of reported loosening. During the revision, the femoral stem and femoral head were removed. The head was replaced with a new omni femoral head and the stem was replaced with a new non-omni component.